Event description:
The customer reported to beckman coulter (bec) a leak inside the unicel dxh 800 coulter analyzer. The volume of the leak was about 1 ml and was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, gown and goggles at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the probe was bent and was causing the leak at the baths of the air mix temperature control (amtc) module. The fse replaced the probe and the instrument ran without any leaks. The repairs were verified per established procedures. The cause of the leak was the probe was bent. (B)(4).